Manufacturer narrative:
Other relevant device(s) are: product ID: 9735818, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the bulkhead connector panel. The system then passed the system checkout and was found to be fully functional. The bulkhead connector panel was returned to the manufacturer for analysis. Analysis found a continuity test revealed an open at pin 6. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the bulkhead was intermittent and going in and out of connection. He site had to move the system around in multiple directions to get the system to work. This issue was noted outside of a procedure, and there was no patient involvement.